Event description:
Information received regarding the explanted device notes that the lead exhibited loss of capture and dislodgement. The patient became fatigued and short of breath. Four months previous, the patient complained of feeling a pulsing sensation while in certain positions. The sensation was relieved with position changes.